Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motion sensor test failure. Customer's blood glucose reading was 121 mg/dl. Nothing further reported.

Manufacturer narrative:
No unexpected motion sensor test failure alarm noted during testing. However unit had multiple displayable history crc check failed on startup alarm in alarm history screen due to corrupted history file. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.